Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that an infection was reported. The pump and catheter were explanted. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. There were no environmental, external or patient factors which may have led or contributed to the issue. No further complications were reported.